Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9 - date returned to mfg, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, there was no problem detected with the device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope had a burn inside the forceps channel. There were no reports of patient harm as a result of this event.